Event description:
The hosp reported during a surgery, when the argon-plasma coagulator was in use with the light source and software, the live image would freeze when the pedal was depressed. There was no allegation of harm.